Manufacturer narrative:
The manufacturer had previously reported an allegation of a device displaying a pressure alarm. The ventilator was returned to a third party service center for evaluation and the complaint was confirmed the device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was displaying a pressure alarm. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.